Event description:
It was reported that during a laparoscopic total gastrectomy procedure, some staples were malformed. The device was used on the jejunum to create a pouch of the small intestine. When a leak test for the pouch was performed, air leaked an unformed staples partially came off. In this case, the device was fired seven or eight times and all staples were formed properly except one ecr60w. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.